Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of unconfirmed false positive results with the ID now covid-19 assay performed on direct tested, kitted, nasal swab samples on (B)(6) 2022. The customer did not report that any confirmation or repeat testing was performed. Although requested, no additional information was reported.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m209409 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m209409 and test base part number 190-430/ lot m209409. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m209409 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is cross contamination.